Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. No action was taken to address the elevated bg. No third party assistance was required. Customer continued insulin administration without changing any supplies.